Event description:
Pt has had implants for 15 yrs. States she has multiple allergies she did not have before. Also concerned mammogram would miss abnormal breast tissue due to implants. Saline leak bilateral. Left implant had saline bleed over silicone on surface of prosthesis.